Manufacturer narrative:
(B)(4). The touchframe printed circuit board (pcb) and its cable assembly were returned for investigation. A visual inspection of the touchframe pcb was performed, and it was noted that there were areas of contamination evident on the pcb. Inspection of the cable found no anomalies. During extended self-test (est), the touchframe failed, and generated an error code. Further investigation revealed that as a result of the contamination on the pcb, a track was corroded and had become an open circuit. The customer reported malfunction was verified.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that during patient use, a ventilator experienced a touchscreen malfunction. There was no report that the patient was transferred to an alternate ventilator. There was no report of patient harm as a result of this event. Additional information has been requested